Event description:
It was reported that the device was explanted after an implant duration of 29 months. The reason for explant is unknown. No other details provided.

Manufacturer narrative:
Device not returned.